Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
There is a temporal relationship between the pd treatment with the liberty select cycler/liberty cycler set and the patient¿s peritonitis. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty cycler/ liberty cycler set malfunction or product deficiency. Based on the available information, there is a likely causal association between the patient¿s peritonitis and a breach in aseptic technique (during pd therapy), which is well-documented risk factor in pd patients, and reported by the patient¿s pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a patient on peritoneal dialysis (pd) was diagnosed with peritonitis. The patient¿s peritoneal dialysis registered nurse (pdrn) stated that hospitalization was not warranted; however, treatment rendered was not reported. The nurse indicated the cause of the peritonitis was a breach in aseptic technique (during pd therapy). The pdrn declined to provide further information. The patient is reportedly recovering and continues pd therapy without further reported adverse events.